Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 08:59:52 on (B)(6) 2023. At 00:24:44 on (B)(6) 2023 an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity and motion/tactile artifact. At 00:25:54, the patient received the inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with intermittent cardiac activity and motion/tactile artifact. The post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with motion/tactile artifact. The device was shut down at 06:42:46 on (B)(6) 2023.